Event description:
It was reported that during coronary drug eluting stenting treatment procedure, the stent delivery balloon burst. The physician attempted to place a taxus express2 2.5x12mm drug eluting stent to the dissected area in the mildly calcified right coronary artery (rca), but the balloon burst at a "very low pressure." The stent remained on the balloon and everything was removed successfully and intact. The procedure was completed by placing a taxus express2 3.0x12mm drug eluting stent. No patient injuries or complications were reported. Patient status post procedure is noted as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.